Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported postoperatively, several attempts were made to replace the patient's scs system (reference MFR. Report#: 1627487-2015-26271), but the patient's leads would not advance in the epidural space, therefore, the procedure was abandoned. The patient does not have a scs system implanted.